Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty approximately 13 years ago. Subsequently, patient was revised three years later due to crepitus. The patella augment became loose and was abrading the femoral component. No other information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the available records identified the following: patellar augment failure, right knee revision of patellectomy and poly liner exchange, complaint of crepitation and images revealed patella augment loose and abrading femoral component, no signs of infection, cultures sent, synovial titanium debris, synovectomy and debridement performed, burnishing of femoral component, patella found loose, tibia and femoral component well fixed, notes patient does high flexion moves with yoga. Radiographs were provided however per review by nursing team images will not be submitted for hcp review as images are not applicable to this complaint and would not enhance the investigation at this time. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.